Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the packaging details were very confusing. Customer reported for example about a 5cc balloon requiring 10cc sterile water, etc. This feedback was provided by customer across all the foley catheters 165xxx/123xxxx/226xxx. It was mentioned that a new foley catheter was reinserted. Per follow-up information received on 28-jun-2022, customer provided photo samples of the foley catheters for which they have provided the feedback.

Event description:
It was reported that the packaging details were very confusing. Customer reported for example about a 5cc balloon requiring 10cc sterile water, etc. This feedback was provided by customer across all the foley catheters 165xxx/123xxxx/226xxx. It was mentioned that a new foley catheter was reinserted. Per follow-up information received on 28-jun-2022, customer provided photo samples of the foley catheters for which they have provided the feedback.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. A potential root cause for this failure mode could be due to incorrect product info printed. Evaluation on attached photo showed that there is no inflation recommendation mentioned on the box label that the 30cc balloon catheter required to be inflated with 35ml of sterile water. However, comparison between attached box label, showed there was no discrepancy found. The attached label match the information inside. Therefore, this complaint was unconfirmed since returned label device meets specification. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." The actual/suspected device was inspected.